Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device do not function properly. Pt noticed the concern 6 months ago when he tried to bolus. He had used this infusion device for 4-5 years and boluses 5 or more times per day. Pt noticed the buttons seem to lay flat after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.